Manufacturer narrative:
This is one event reported on the same pt involving two separate products and associated with MDR # 1225714-2014-02788 and 1225714-2014-02789.

Event description:
The plaintiff's attorney alleged that the pt experienced a cardiovascular event on (B)(6) 2013, after the use of the product.